Manufacturer narrative:
The lot was manufactured between may 31, 2019 and june 1, 2019. One actual device was received for evaluation. Unaided eye visual inspection was performed and the membrane was not sufficiently broken. During functional testing, an intravenous (IV) spike was inserted into membrane and the spike could not be easily dislodged from the bag. The reported condition was verified during visual inspection, however could not be duplicated during functional testing. The cause of the condition could not be determined. The second sample was not returned, therefore a device analysis could not be completed for that sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the spike of two 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were dislodged from the intravenous (IV) tubing after spiking. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.